Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was observed to be out of calibration. This condition had the potential to interrupt therapy. This occurred after the device was received by baxter while servicing. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be the air in line (ail) printed circuit board (pcb) operating out of range. To correct the condition, the ail pcb was calibrated. If any additional information is received, a follow up MDR will be sent.